Event description:
It was reported that there were inaccurate cardiac output, cardiac index and blood pressure readings that displayed on the hemosphere with the swan ganz module during use, per the clinician. They stated the readings appeared to be lower than expected based on the clinician's experience. There is no clinical evidence that the facility can provide. The readings that displayed are not available. Troubleshooting was not performed. It is unknown whether there were any error messages that occurred. It is unknown if the values were influenced by the patient's condition or if any inappropriate patient treatment was performed. The patient's demographic information was requested but is unavailable. There was no patient harm or injury. A hemosphere instrument was involved in this case and could not be ruled out as a possible contributor. A separate MDR will be submitted for the hemosphere instrument. The device history record review was completed and all manufacturing inspections passed with no non conformances. The device has been received for product evaluation; however, the findings are pending. Once the evaluation findings are available a supplemental report will be submitted.

Manufacturer narrative:
The product was returned and the evaluation completed. The low temperature values that were reported could not be confirmed. There was testing performed and functional testing did fail due to a defective main board. The main board will be replaced. There was no physical damage identified on the device. The engineering evaluation was completed. The reported event could not be confirmed or replicated during the analysis. It is not known if any procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Refer to correction to d1. Additional product codes, dqe catheter, oximeter, fiberoptic, qaq adjunctive predictive cardiovascular indicator, mud, oximeter, tissue saturation, dxn system, measurement, blood pressure, non invasive, dsb plethysmograph, impedance, qms. Adjunctive open loop fluid therapy recommender, fll, thermometer, electronic, clinical. Refer to report ID 2015691-2024-03993 for the hemosphere monitor.